Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Explant is in the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "swelling, pain and deformity and rupture of device". Device remains implanted.